Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. Insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was done. Advised to return the insulin pump for analysis. No further info provided.